Event description:
Reporter alleged customer was going in and out of consciousness before the emergency medical technicians (emts) were called. Reporter stated customer was transported and admitted to the hospital where the customer was treated with an IV, contents unknown, and antibiotics. Reporter indicated customer was stated to have an infection in the leg, allegedly caused by the use of the lancet device used for finger-stick blood glucose testing. No other actions were taken or treatment reportedly received as a result. A request was made for the return of the suspect device and replacement product was sent.